Manufacturer narrative:
Correction: e1 (updated initial reporter address, customer entity name & address).

Event description:
It was reported from the intensive care unit (ICU) that the device may have been programmed with the incorrect infusion rate. At 10:30, 40mg lorazepam in 100 ml of saline was hung to be infused over 5 hours. At noon, the nurse checked in on the patient and noted that the bag was empty and did not alarm. Poison control center was contacted and advised to monitor the patient and no further intervention was necessary. There was no consequences or impact to the patient.

Event description:
It was reported from the intensive care unit (ICU) that the device may have been programmed with the incorrect infusion rate. At 10:30, 40mg lorazepam in 100 ml of saline was hung to be infused over 5 hours. At noon, the nurse checked in on the patient and noted that the bag was empty and did not alarm. Poison control center was contacted and advised to monitor the patient and no further intervention was necessary. There was no consequences or impact to the patient.

Manufacturer narrative:
The report of an overinfusion of lorazepam was not confirmed. ¿ the pcu event log contained no obvious programming errors that would result in the reported event. ¿ the starting/ending volume of the fluid container cannot be determined through device logs. ¿ the event pump module administration set were requested, however was not returned for investigation. The root cause of the reported overinfusion of lorazepam was not identified. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 02mar2013. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned for service one time in (B)(6) of 2015 and had the keypad recall completed. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Race: caucasian. Admitting diagnosis (dx): acute alcohol intoxication. Relevant history: intubated critically ill intensive care unit (ICU) patient on multiple drug infusions and large volume intravenous (IV) therapy.

Event description:
It was reported from the intensive care unit (ICU) that the device may have been programmed with the incorrect infusion rate. At 10:30, 40mg lorazepam in 100 ml of saline was hung to be infused over 5 hours. At noon, the nurse checked in on the patient and noted that the bag was empty and did not alarm. Poison control monitored the patient and no further intervention was necessary. There was no consequences or impact to the patient.